Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that valve leakage was observed. Aspiration attempted and air was in the aspiration syringe. The device was replaced, and procedure was completed successfully. No patient complications occurred. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The sheath failed to seal pressure and fluid within itself during leak and aspiration performance testing. Inspection of the hemostatic valves found the internal and external valve torn on the inner faces by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis. Correction to the initial MDR in blocks b5 describe event or problem and h6 device codes.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that valve leakage was observed. Aspiration attempted and air was in the aspiration syringe. The device was replaced, and procedure was completed successfully. No patient complications occurred. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the leak was described as "bleeding leakage" implying the presence of blood.